Event description:
A distributor from norway reported a malfunction alarm with the code malf 16-0x20e6. The customer did not provide information regarding the impact on their blood glucose level, and no notable events occurred prior to the malfunction. The faulty pump was reset within the last 24 hours, and the distributor advised replacing the pump. The customer declined to provide backup method of insulin therapy.